Event description:
Revision surgery - suspected acetabular component loosening. Patient has osteoporotic bone. Cup had good bone in-growth. Original positioning and size of component may have been factor.